Event description:
The affiliate reported a customer who complained of blistering around their mouth, lips and a rash and minor blisters on the inside of their forearm while working around a newly installed unit. The affiliate reported that the customer washed their hands in between loads and there was no handling of inventory that day. It is unk if the customer saw a dr or rec'd treatment. Add'l info requested from the affiliate.

Manufacturer narrative:
Add'l info requested.